Manufacturer narrative:
A comprehensive investigation was completed by a carefusion quality and engineering team that included the following: raw material and manufacturing documentation review. Visual inspection and evaluation of the product sample provided. Physical evaluation of the product sample provided. Carefusion did not pursue a metallurgical analysis of the product sample since this would have changed the physical appearance of the product sample, which we committed not to do, in writing, to our customer. The raw material and manufacturing documentation review confirmed that the product sample provided to carefusion was manufactured in accordance with our quality requirements. The visual inspection and evaluation of the product sample provided indicated that the strut was broken into two (2) pieces and the longer piece had a bend at each end. Both surfaces had some indentation marks and the end with suture holes and notches on each side exhibited physical damage. Furthermore, suture holes and notches were observed to be altered. It is impossible to determine when this alteration took place during implantation or explantation of the strut. The fractured surfaces are smooth due to rubbing indicating that the strut was broken for a long time. Patient stated that he experienced pain for 3 years prior to removal of the rib strut. A physical evaluation, consisting of a hardness test, determined that the product sample was within acceptable quality specifications. Unfortunately, our investigation was unable to determine an assignable root cause for the reported incident. Additionally, the instructions for use for the reported carefusion product states: "if considerable additional chest wall growth is anticipated in the patient, the bar should be removed between 3 and 15 months of placement".

Manufacturer narrative:
The device was not available for evaluation and the lot number was not provided. Without the lot number, the device history could not be reviewed. No trend has been detected for this issue. Without instrument cause for failure could not be determined or the issue confirmed. If the product is returned in the future, a follow-up report will be filed.

Event description:
Per customer email :"I had surgery for pectus carinatum and had  your instrument put into my chest part (B)(4). I have had pain in my chest for about 3 years now and had a x ray done on my chest. The bar has broken in half causing the pain. Last month I had to go through another painful surgery for a defective bar produced by you. I will be contacting a lawyer to learn my legal rights in this matter. I hope to hear back from you shortly."